Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt at 198,506 joules. Additional info reported by the customer was the detached part was able to be removed by using a small grasper. The pt did not experience any difficulties due to this event. The procedure was finished and the pt had a good result. The fiber aim went into standby immediately. There was nothing abnormal noted that led up to the incident. There were no error codes that were displayed on the console when this event occurred.